Event description:
It was reported that during a hartmann's procedure, per the surgeon he placed the device at the distal end of the colon. The stapler was closed, the surgeon waited 20 seconds, checked to make sure he was happy to fire the gun, the stapler was fired. The surgeon then took the knife to cut on the specimen side, upon release of the device, he found that the stapler had only stapled at the two ends of the staple line and not in the middle. Procedure was completed with same like device. There was no reported patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.